Manufacturer narrative:
Concomitant medical products: truliant tib imp ps insert sz 4.5 10mm (cat# 02-022-35-4510/serial# (B)(4). As of note: "the explanted device truliant tib imp ps insert sz 4.5 10mm (cat# 02-022-35-4510 / serial# (B)(4) is part of a product recall and under z-0023-2022". Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately four years post initial right tka, the 58 y/o male patient complained of pain. Patient had loose femur and recalled poly. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays received. The device is not available for evaluation due to hospital will not release recall products. No other patient information/medical history reported.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported may have been the result of femoral loosening and patella wear. The femoral loosening may have been the result of an insufficient bond between the femoral component and the bone and patient-related conditions. However, this cannot be confirmed as the devices were not available for evaluation and the photographed tibial insert does not appear to show signs of wear/delamination that are inconsistent with being implanted. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: e, g. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported may have been the result of femoral loosening and patella wear. The femoral loosening may have been the result of an insufficient bond between the femoral component and the bone and patient-related conditions. However, this cannot be confirmed as the devices were not available for evaluation and the photographed tibial insert does not appear to show signs of wear/delamination that are inconsistent with being implanted.h6: corrected component, and investigation clinical codes.